Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. There was a long crack beginning from the top of the pump, all along the length of battery tube. The insulin pump was returned for analysis.